Event description:
It was reported that a shaft break occurred. The target lesion was located in the right coronary artery (rca). During a complex percutaneous coronary intervention (pci) for a chronic total occlusion (cto), a guidezilla, an unspecified guidewire and an unspecified trapping balloon were placed through an unspecified guide catheter. In manipulating the guidezilla in position, device interaction occurred causing the devices not to move freely within the guide catheter due to multiple devices being used. The physician pulled on the guidezilla multiple times; however the shaft broke distally at the transition point. The physician removed the guidezilla, the guide catheter and the balloon. The procedure was completed with a different device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).